Event description:
Event description guidant received information that this implantable cardioverter defibrillator was electively explanted and replaced due to an advisory issued on this model device. At the time of explant, no allegations were made regarding the functionality or performance of this product. A similar guidant ICD was implanted without reported complication.